Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had air bubbles. The customer¿s blood glucose level was 162 mg/dl at the time of the incident. Customer stated that size of air bubbles was 0.5 cm. Troubleshooting was performed. High pressure test was performed and no leaks detected. The reservoir will not be returned for analysis.